Event description:
It was reported that patient was admitted for melena for 3 days, with large bloody diarrhea once on (B)(6) 2025. They experienced extreme weakness/fatigue. A computed tomography (CT) abdomen/pelvis suggested nondilated fluid-filled loops of bowel which could be seen with enteritis. Warfarin was stopped; the patient remained off of systemic anticoagulant. There was no evidence of gastrointestinal (gi) bleeding on esophagogastroduodenoscopy (egd)/flex on (B)(6) 2025. There was old blood in rectum. Plan was to retrial patient on anticoagulant in the next few months.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, as well as suggested anticoagulation modifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, entitled ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, entitled ¿patient care and management¿, provides the recommended anticoagulation regimen, including anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.